Event description:
A flaking substance from trials was discovered in patient's wound. The flaking substance was removed and the wound cleaned out and surgery was continued without harm to pt or delay in surgery.